Event description:
It was reported that the customer had high blood glucose of 400 mg/dl, and the customer was treated with manual injections. It was stated that the customer was experiencing nausea, vomiting, and ketones. It was mentioned that the infusion set was changed, but the high glucose persists. Troubleshooting was performed. The basal and bolus matched with the daily totals. A bolus was programmed and the insulin did exit. It was stated that the high pressure did not pass. The time and date on the device was correct. No further information was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump is operating within specification. Off no power alarm functions properly. The insulin pump passed self test and displacement test. The insulin pump was unable to prime during prime/a33 test due to the faulty force sensor. Unable to perform the basic occlusion test, occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had a scratched display window and cracked battery tube threads.